Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2022. On (B)(6) 2022 the catheter was found leaking minimal csf at 8cm from distal end; therefore, the patient had a revision surgery.

Manufacturer narrative:
The microsensor (B)(4) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - catheter cut into 70cm from connector and has deep crimped marks where cut is. No testing was possible. Unable to confirm the complaint due to the condition of the catheter received. No further investigation or corrective action is anticipated. Therefore, the complaint condition could not be confirmed. Root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
N/a.